Manufacturer narrative:
(B)(4). The reported condition of y-type catheter extension set/leur lock adapter in which set came apart at the y-junction was confirmed by looking at the logs for similar reports received for this set in last two years. The assignable root cause for the reported condition was found to be improper assembly method performed by the manufacturing-line associates. The manufacturing line associates were notified and the manufacturing procedure was updated as a corrective action of the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The customer reported to baxter us that the y-type catheter extension set/luer lock adapters was attached to an infant's femoral arterial line on (B)(6) 2011 during patient use. This extension set came completely apart at that junction, causing the central line to be open and ultimately resulted in the occlusion of the infant's femoral line. The physician changed out the extension set for another extension set of the same product code and no further issues were noted. No injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.